Event description:
Caller reported a malfunction on the pump, identified by a code, and noted that no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, with no recurrence of the malfunction after resetting. Customer was advised to continue using the pump and to call back if the malfunction recurred, which the caller acknowledged and understood.